Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station screen was unable to power on. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to power on. A field service engineer disconnected the drawer and booted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.